Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was unable to be performed as the item and lot number of the device involved in the event is unknown. Undated x-rays were provided and review by mmi states that there is extensive osteolysis surrounding the tibial implant with implant loosening, subsidence and varus angulation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of the tibial component due to unknown reasons. Attempts have been made and no further information has been provided.